Event description:
After receiving the recall notice, I registered my unit and stopped using the philips CPAP for two nights. During those 2 nights I vomited. After consulting with (B)(6) hospital sleep center - my sleep study source and CPAP authorizer - I have been using the CPAP. Clearly, I don't know if the CPAP stoppage was "causal" but, as a minimum it was "coincidental" with the vomiting starting and then stopping. My CPAP is over 5 years old and my dr recommends immediate replacement. How do I make that happen and how can I increase the priority of its replacement? I have not had a sleep study re-accomplished, as I have periodic sleep center updates that substantiate the ongoing need for the CPAP. A 186-arousal event. Arousal index 31.6 per hour of sleep. A 4 obstructive sleep apneas - mixed apneas and 5 central apneas. Total number of apneas was 9 with an apnea indeof 1.5 per hour. There were 27 hypopneas resulting in a hypopnea index of 4.6 and a total ahi of 6.1. A total of 147 reras occurred with a rera index of 25.0 the ahi was 15.2 supine and 11.2 non-supine and 1.1 in rem and 7.0 nrem sleep. The rera index was 52.2 supine and 11.2 non-supine and 6.6 in rem and 28.1 in nrem sleep. A total of 23 oxygen esaturatrations occurred during sleep with an oxygen desaturation index (odi) of 3.9 per hour of sleep. The maximum duration of oxygen desaturation was 142.0 sec. The mean oxygen desaturation during the recoding was 94.4% and the lowest oxygen saturation recorded during sleep was 89.0%. Assessment: obstructive sleep apnea-severe (ICD 10-g47.33)] '. FDA safety report ID # (B)(4).